Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose was 555 mg/dl. Customer administered manual injections to address bg level.